Event description:
Philips received a complaint by the customer on the v60, indicating that the blower stopped working on a patient. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the blower had stopped working. The biomed was unable to replicate the issue and had the unit running with a patient circuit and test lung for over 2 hours and reported no issue. The biomed performed a performance verification test (pvt) and confirmed no issues. The issue was unable to be replicated. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.